Event description:
It was reported that the nail fractured after being implanted for 100 days. The pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be supplied on a supplemental report. Device not rec'd no eval will be performed. If device becomes available a supplemental report will be issued.